Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - d4 (serial number).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to chracter restrictions in block e1 event site name is (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas gain in iab circuit alarm. There was no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4(version or catalog #, unique identifier (UDI) #), g2 additional initial reporter: (B)(6). In future if we receive any new information will reopen and update the investigation.

Event description:
N/a